Event description:
It was reported the patient's ipg became tilted in the pocket following a fall. The ipg is loose in the pocket and it has become difficult for the patient to charge the ipg. It was also reported that since the fall, the ipg site becomes warm when charging. As a result, surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.